Event description:
It was reported that the atrial lead perforated the atrial wall at the site of fixation resulting in a small pericardial effusion. The lead was explanted and replaced. The procedure was completed without any adverse events to the patient. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).